Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the patient report. The other observed damages are attributable to the explantation surgery. This is a final report.

Event description:
The recipient lost access to sound with the device. The recipient's audio processor was exchanged in (B)(6) 2019 due to moisture issues; shortly after the recipient had fluctuations in hearing volume. Later at a visit the recipient reported not hearing at all. The external processor was re-checked and moisture damaged parts were replaced, but there was still no hearing even with a completely new system. The recipient has been reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has lost access to sound with the device. The user's audio processor was exchanged in (B)(6) 2019 due to moisture issues; shortly after the recipient had fluctuations in hearing volume. Later at a visit the user reported not hearing at all. Further testing is considered.